Manufacturer narrative:
Technical support instructed the account to inspect the CPR valve. Repairs have not been completed.

Event description:
The account stated the head down function is drifting down in about an hour. He indicated someone replaced some kind of valves but he does not know what valves. He tested the bed and found the CPR does not work manually either.